Event description:
It was reported that the patient experienced back pain. The patient also heard a popping noise in her back and felt bone rubbing against bone when she moved a certain way. The x-ray taken revealed a spinous process fracture and migration of the spacer. The patient underwent a surgical procedure where the spacer was explanted. There were no issues post-operatively. The device was disposed of by the medical facility.